Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient is unable to "pull up" the battery when attempting to charge. The last successful charge the patient had was over a year ago. The patient had stopped used the device due to not needing it anymore but had recently had a return of pain. The patient also asked if the device could be programmed to send stimulation to their legs. The patient was directed to follow up with their primary health care provider. No further complications were reported as a result of this event.